Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported leakage in trocars of the vitrectomy cassette during vitrectomy surgery. There was no report of patient harm.

Manufacturer narrative:
Three opened trocar cannula hub assemblies in small parts tray (smpt) with a vent within a bag were received. The returned samples #1 and #2 were visually inspected and were found to be non-conforming with damage to the septum's. Leak testing could not be performed due to the damage of the samples. Sample #3 was visually and functionally inspected and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause for samples #1 and #2 for this complaint is unknown; the damaged condition of the valves could have contributed to the reported event; how and when the valves became damaged cannot be determined from the evaluation performed. The returned sample #3 was found to be visually and functionally conforming, therefore a leaking trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The exact root cause for samples #1 and #2 is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. No actions was taken for sample #3 as the product was manufactured to specification. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).